Event description:
Application of the products: cvc hydrocath, no info which vein was used. Preparation: pt was under general anesthesia, cvc before a cardiac-surgical procedure, usual preparation of the insertion site (no specific date available in the report), catheter wasn't flushed before insertion. According to the report. "The shock occurred after the placement of the catheter. Symptoms: sudden increase of respiratory resistance, decrease of saturation from 85% to 50-60%, decrease of the arterial blood pressure. The catheter was left in place and used for anti-shock therapy. The pt under treatment.